Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the wire was starting to fray, not separated on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable to be frayed at the instrument distal clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found.